Event description:
It was reported that the customer experienced touchscreen issues with their device. There was no reported impact to the customer¿s blood glucose level. The customer will follow up for troubleshooting as the pump is not currently with them. Upon follow-up cts provided complete pump reset information. Caller already reset pump to resolve each issue.